Event description:
It was reported that a right knee was revised and poly swapped. Surgeon revised patient due to wear.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding joint instability involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection found no material or manufacturing defects medical records received and evaluation: all records were reviewed by a consulting clinician who indicated there no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for this late clinical situation. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded there are no materials or manufacturing defects. After nineteen years in situ in a large, obese male patient a ¿moderate amount¿ of poly wear as noted in the revision operative report is not unexpected.

Event description:
It was reported that a right knee was revised and poly swapped. Surgeon revised patient due to wear.